Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery drawer was stuck. It was also noted that the lower case was broken. The display wire was pinched. Once case screw was contaminated. The hanger assembly, upper case and output connector assembly was broken. Error were noted. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.